Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had multiple unexpected restart alarms, signal too low alarms and displayable history check failed on start up alarms. Customer reported storing the insulin pump without a battery for several days. Troubleshooting was not completed on the insulin pump. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed self-test and error alarm test. No alarms. An alarm was noted in alarm history screen due to corrupted history file. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.